Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a misaligned component of the force sensor circuit. This report is made based on the results of an investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2012, with the following findings: during investigation duplicated several occlusion alarms. Attempted to exercised pump for 24 hours on a 1 unit per hour basal program, and an occlusion alarm occured. Force calibration out of specification, high. Removed pump from case and found component of the force sensor circuit to be misaligned. Occlusion alarms verified in the black box and alarm history. Performed pump rewind, load, and prime with no occlusions. Large prime volume was noted in history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.